Event description:
It was reported that a request for technical services (ts) review was needed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) which delivered a possible inappropriate shock. Ts reviewed the episode data and noted that it appeared that a shock was delivered due to oversensing of each complex without change in morphology post shock. Ts noted that the fact that due to no change post shock there was a possibility that the rhythm was not converted after the shock. Troubleshooting steps were provided to verify if there was a chance to use a different sensing vector for this case. Additional information noted that the device was explanted as it was nearing end of life (eol) and replaced by a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Event description:
It was reported that a request for technical services (ts) review was needed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) which delivered a possible inappropriate shock. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a request for technical services (ts) review was needed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) which delivered a possible inappropriate shock. Ts reviewed the episode data and noted that it appeared that a shock was delivered due to oversensing of each complex without change in morphology post shock. Ts noted that the fact that due to no change post shock there was a possibility that the rhythm was not converted after the shock. Troubleshooting steps were provided to verify if there was a chance to use a different sensing vector for this case. Additional information noted that the device was explanted as it was nearing end of life (eol) and replaced by a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Event description:
It was reported that a request for technical services (ts) review was needed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) which delivered a possible inappropriate shock. Ts reviewed the episode data and noted that it appeared that a shock was delivered due to oversensing of each complex without change in morphology post shock. Ts noted that the fact that due to no change post shock there was a possibility that the rhythm was not converted after the shock. Troubleshooting steps were provided to verify if there was a chance to use a different sensing vector for this case. No adverse patient effects were reported. The device remains implanted.